Manufacturer narrative:
(B)(4). The complaint mask was not returned for eval, however, an investigation was carried out based on info provided by the customer via the distributor and fisher & paykel healthcare representatives. The oxygen port caps on the rt040 mask are designed to be removable so that an oxygen line can be attached. These port caps have sufficient retention to remain in place with pressure inside of the mask during therapy. Without the return of the complaint masks, it is not possible to determine what caused the port caps to pop off of the masks. It was reported to the distributor and fisher & paykel healthcare representatives that the complaints may be related to user error as it is possible that they were removed by hospital staff. The hospital reported that the caps came off when the pt rotated their head. It may be possible that the port caps popped off because they had not been fully pushed into the mask base. A fisher & paykel healthcare representative has been in communication with the hospital. The hospital was instructed to check that the port caps are fitted tightly into the mask base before use. The hospital reported that they have not had any further occurrences of this problems. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that the port caps came off of a rt040 full face mask. The hospital also reported this complaint to a fisher & paykel healthcare representative. The hospital reported that they noticed that the caps were missing because the pt had "shortness of breathing and difficulty breathing". The hospital reacted by replacing the port caps. No further pt consequence was reported.